Event description:
It was reported that the pt is a mildly retarded boy, who cannot give any feedback. Latest testing revealed 6 electrodes with status hi and electrodes 11 and 12 are out of cochlear since op.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.